Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition no external damage was noted. Battery communication timeout found in pump event history log. During functional testing using the start process the reported issue was able to be duplicated. The battery was not working as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced the battery and power up device and all the functional tests passed.

Event description:
It was reported that the pump's battery was not working. No patient injury was reported.